Event description:
Boston scientific received information that during the implant of this device, the setscrew for the right atrial (ra) lead port was unable to be tightened. The physician commented that there was no feeling of tightening when engaging the setscrew and it was turning without an resistance. It was also noted that there was no atrial activity noted on the electrogram. The ra lead was removed from the port but with some difficulty. The ra lead was tested on a pacing system analyzer (psa) which revealed all normal lead measurements. This device was explanted and successfully replaced with another device. The ra lead remained implanted and no issues with the newly implanted device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found that the right atrial (ra) seal plug had a large hole and was covered with metal filings. The ra setscrew was also confirmed to be stuck in the up position and it was noted that the hexslot was rounded out. This damage noted on the ra setscrew is indicative of the wrench not being fully inserted into the hex slot and rotated multiple times. A wrench was fully inserted into the hexslot of the setscrew and the setscrew moved freely and without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was able to confirm that the setscrew became stuck during the implant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.